Event description:
The hospital reported, prior to patient use that a vasoview hemopro 2 used for an endoscopic vein harvesting procedure had a defective clamp (heater wire lifted off the jaws). The procedure was completed using a new device. No harm to patient.

Manufacturer narrative:
Trackwise (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/19/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed between the jaws of the harvesting device. The heater wire was observed to be flexed, twisted, and detached from the tip of the hot jaw. The clear silicone insulation of the jaws was observed to be intact with no visual defects. An investigation was conducted on 12/27/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed between the jaws of the harvesting device. A microscopic inspection was conducted. The heater wire was observed to be flexed, twisted, and detached from the tip of the hot jaw. The clear silicone insulation of the jaws was observed to be intact with no visual defects. Based on the returned condition of the device, the photographic inspection, and investigation results, the reported failure "material twisted/ bent; wire" was confirmed. The lot # 3000270731 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.